Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6)2015, an issue between the bluetooth connection with the transmitter and g5 mobile application. Patient removed other smart phones from the vicinity and the transmitter then paired. No additional event or patient information is available.